Event description:
It was reported that current inflatable penile prosthesis (ipp) reservoir had herniated out of the posterior space, and into the scrotum. His current reservoir was removed, and a new reservoir was placed (doctor elected to put in a new reservoir so that he had more tubing length).

Event description:
It was reported that patients current inflatable penile prosthesis (ipp) reservoir had herniated out of the posterior space, and into the scrotum. His current reservoir was removed, and a new reservoir was placed (doctor elected to put in a new reservoir so that he had more tubing length).

Manufacturer narrative:
Product analysis was unable to confirm the reported allegation related to device has a migration issue. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis was unable to confirm the reported event.